Event description:
Consumer called stating that the seat on the 9630-4 commode has allegedly cracked.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9630-4, serial number/date code (B)(4). The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6). The consumer's preexisting medical condition states a knee replacement. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the 9630-4 commode allegedly has a crack in the seat and is pinching the user every time it is used. No medical intervention has been sought. The consumer has been utilizing this product for approximately 11 months. The consumer has received a replacement commode from the dealer. The original product is not being returned to invacare for an inspection. The malfunction has not been confirmed.